Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Blood glucose level at the time of incident was over 400 mg/dl. Customer treated high blood glucose level with insulin pump. It was unknown if insulin pump was on auto mode feature at the time of high blood glucose event. The insulin pump not be returned for analysis.